Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer passed away at home. The cause of death was unknown as the autopsy is pending. The caller stated that the customer had food poisoning, vomiting, diarrhoea, and fever that may have led to the customer's passing. The customer's blood glucose levels kept rising despite being unable to eat. The customer was not able to keep food down. The customer reported giving herself a 21 unit bolus and it still did not affect her levels. The customer later seemed confused after the bolus. The coroner reported that the customer had input commands for the pump to administer boluses of 15 units repeatedly at least 4 times. The next of kin thought that the customer may have realized the pump was not delivering and gave max bolus commands to try and see if the pump would deliver. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected at an unknown time prior to passing. The pump was found in the adjoining room to where the customer was found. The customer may have had a seizure before they passed. It is unknown if the customer was using sensors. The caller reported that the customer was using the recalled infusion sets. The caller did not indicate if they would return the insulin pump for analysis.